Event description:
It was reported that the rv lead was explanted due to inappropriate shocks caused by the oversensing of lead noise. It was noted that there was a possible lead fracture. No further patient complications were reported as a result of this event.